Event description:
It was reported that the patient was experiencing pain and swelling at the implant site. The patient was prescribed a ten day course of antibiotics (type unknown). The patient was reportedly diagnosed with neuralgia. The patient was prescribed medication (type unknown) for the pain. The patient is currently being monitored.